Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported the surgeon attempted to use 1mm juggerknot, however, upon opening the sleeve did not slide and thus the anchor was not able to be used as the surgeon was concerned about fracturing the cortex. Attempts have been made and additional information on the reported event is unavailable.